Event description:
It was reported that, post a coronary drug eluting stenting treatment procedure, a late thrombosis occurred. A taxus expess2 drug eluting stent (unk size) was implanted in the distal right coronary artery (rca). Two years and 8 months post the initial procedure, the pt presented to the emergency room with chest pain. The pt arrived in the cath lab mechanically ventilated and was receiving dopamine and amiodarone. Vascular access was via the right femoral artery. A 2.75x28 mm taxus express2 drug eluting stent was advanced to the distal rca but was unable to cross the lesion. The 2.5x12 mm maverick balloon was inserted to the mid rca and inflated to 18 atms for 27 seconds. A 2.75x24 mm taxus express2 drug eluting stent was then advanced to the rca but was unable to cross. A 3.0x12 mm maverick2 balloon was inserted and advanced to the mid rca and inflated to 14 atms for 22 seconds and again to 17 atms for 35 seconds. The same 2.75x24 mm taxus express2 drug eluting stent was inserted and advanced to the mid rca and deployed at 17 atms for 34 seconds. Pre stenosis was 100%. Post stenosis was 0%. Estimated ejection fraction was 65%. The pt was transferred to a critical care bed in stable condition. "Interventional outcome was successful." Additional info was requested. However, it has not been made available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause for this event.